Manufacturer narrative:
Submit date: 1/28/17. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer did not specify any issue. Per reply to a request for additional information from service on (B)(6) 2017 the technician found the display of the unit was blank.

Manufacturer narrative:
An investigation of kangaroo joey pump was performed for the reported condition of the unit providing a blank display. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.